Event description:
It was reported that unspecified alarms occurred on the pump, specifically customer mentioning "continuous alarms driving nuts". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.